Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was programmed to tachy mode off, to change out the crt-d, due to normal battery depletion. During the change out the crt-d unexpectedly gave a shock and was now showing error codes. These codes indicate that the crt-d was in safety mode. Boston scientific technical services (ts) noted that the codes are all oscillator mismatch codes, which may be due to cautery near the crt-d, during the replacement procedure. It was also reported that when the coils were unplugged, pacing stopped altogether. The distal and proximal coils were plugged back in and pacing did not come back. They plugged the coils into a new cardiac resynchronization therapy pacemaker (crt-p) and all was well. Ts explained that when the device is in safety core, it goes into unipolar pacing configuration. The patient was sedated for the procedure and had an escape rhythm of 20 beats per minute. The device was successfully replaced. No adverse patient effects were reported.